Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. Conclusion no allegation of failure was made against the reported device. Further to this the device under the scope of this investigation does not interface with the patients bone. Based on the information provided there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Per sales rep, removed implant due to periprosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, removed implant due to periprosthetic fracture.